Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempt to implant the implantable pacing lead the tip was extended, however under fluoroscopy the indicator did not appear to be moving. The lead was withdrawn and exchanged for another of the same lead. No patient complications have been reported as a result of this event. Upon withdrawal the tip of the lead was confirmed to be advancing and retracting properly when outside the patient's body.